Event description:
It was reported that the device readings shows 3% to 4% difference on sphb values by comparing its results with abg blood analysis. There is no known impact or consequence to patient.

Manufacturer narrative:
Attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.